Manufacturer narrative:
Technical support (ts) performed troubleshooting over the phone to determine error message, no calibration values detected during preventive maintenance testing. Ts recommended to perform unit calibration/verification of module, replace logic board and return module to the factory if issue still persists. Device history record a review of the device history record showed the device had a manufacture date of 16mar2005. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure. A review of the complaint history record was performed for the(B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : over the phone troubleshooting.

Event description:
It was reported that the device has calibration issues. An error was received for "no calibration values detected". The tech recommended replacing the logic board. There was no patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device has calibration issues. An error was received for "no calibration values detected". The tech recommended replacing the logic board. There was no patient involvement.